Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a primary audible alarm and an ac watchdog failure. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). One device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed a primary audible alarm and acu watchdog failure. Functional testing was performed but the reported issue was unable to be replicated. The root cause was unable to be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.